Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first providing an error or alert message on (B)(6) 2020. The patient also reported that since mid-2020 the infusion device did not provide a warning when the insulin cartridge was almost empty and occlusion when the cartridge is around 20 units remaining.